Event description:
It was reported that a foreign material was found in the sterile packaging.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: foreign material inside sterile packaging. Probable root cause: - improper environmental conditions - shipping & handling - inadequate positioning of the device into the primary package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a foreign material was found in the sterile packaging.